Event description:
The customer observed increased frequency of sample re-tests and error code 1007 (unable to process test, activated read failure) generated from the architect i2000sr analyzer. The occurrence of the error message was 7 out of 150 tests performed, and would occur for random assays while reaction vessels (rv's) lot 69436p100 was in use. The customer changed the trigger and pre-trigger solutions, but the issue was not resolved. The customer also checked for air bubbles, cracks, leaks, and loose connections of the pre-trigger line and no problems were observed. The customer was advised to change the lot of rv's, and a replacement shipment of rv's was sent to the customer. The instrument logs were reviewed, and it was determined the analyzer error messages were a result of the rv lot in use, therefore, the customer was advised to discard the suspect rv's. The customer stated the issue was resolved when the lot of rv's was changed. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A patient with acute onset of dysarthria, right extremity weakness and changes in mental status presented with left internal carotid artery (lica) occlusion. Manual recanalization was achieved with the use of a non-boston scientific device although a large perfusion defect in the left posterior parietal region was still evident. A left flow-limiting dissection of the left petrous internal carotid artery (ica) was noted on the imaging and was treated with a stent (subject device). The patient reportedly tolerated the procedure well and was transferred to the neurology intensive care unit for close observation in 2009, and subsequently transferred back to the pulmonary unit two days later. On the morning of the next day, patient went into superficial venous thrombophlebitis (svt) for approximately one hour and then spontaneously converted back to sinus rhythm. However, the patient's oxygen requirements increased and remained at a high level. Repeat transesophageal echocardiography (tee) the following day showed aortic valve endocarditis with flail cusp and severe regurgitation. The patient and patient's family elected comfort care. The patient's death was called in the morning of two days later.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.